Event description:
It was reported that there is a connectivity issue with a bd syringe plastipak¿ 20ml ll s/su. The following information was provided by the initial reporter, translated from portuguese to english: in the luer part of the product there are plastic burrs, which makes it difficult to disconnect the syringe from other materials. There were no intercurrences with the professionals / patients.

Manufacturer narrative:
Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. When the samples sent were evaluated, it was possible to verify the nonconformity, deformation at luer with cause the connection difficult.. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to extract the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly according to maintenance order.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is a connectivity issue with a bd syringe plastipak¿ 20ml ll s/su. The following information was provided by the initial reporter, translated from portuguese to english: in the luer part of the product there are plastic burrs, which makes it difficult to disconnect the syringe from other materials. There were no inter-currencies with the professionals / patients.